Manufacturer narrative:
The visual findings revealed scratches on the exterior housing along with a note indicating "no nurse call output" and pin 3 inside the nurse call receptacle was bent down. Evaluation found that the unit did not send a signal to activate the indicator light at the nurse call test fixture due to the bent pin inside the nurse call receptacle. Based on the age of the device, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not sending a signal to the nurses station when used with the nurse call cable. Unit was tested with a known working nurse call cable. The date the issue was discovered is unknown and no patient incident or injury was reported.